Event description:
It was reported that during a hand assisted nephrectomy procedure, while the dr.'s hand was inside the pt, the outer ring of the device disintegrated. The result was loss of insufflation, and another device had to be inserted. No sharp objects or metal was in contact with the silicone disc. No pt consequences.